Event description:
It was reported that the patient's blood glucose level reached 380 mg/dl. The pod was worn between 4 and 24 hours. It was noted that the pink slide moved forward, but the cannula was not visible. Hyperglycemia treated with correctional bolus and consuming fluid.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported unknown needle mechanism failure. Although no problem was found with the device, the cause of the reported failure could not be determined. The soft cannula was found to be damaged. The length of the soft cannula was found to be below the specification limit. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined how and when the cannula was damaged.